Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. At 30 months post stent graft implant medtronic was notified by a another manfucaturer of the following information. The patient's vessels were reported to be severely tortuous. It was reported that the stent graft was implanted in an unhealthy and severely diseased aortic neck. The physician elected to implant two contralateral leg components from another manfuacturer. The physician was unable to achieve adequate exclusion of the aneursym due to the unhealthy and tortuous aortic neck. The physician elected to surgically convert the patient to an open surgical repair. The aneurx stent graft as well as the other manufacturers' stent grafts were removed from the patient. The user facility retained the stent grafts. No further information is available for this case. No additional clinical sequelae were reported and the patient is fine.